Event description:
This is filed to report clip opening during establishing final arm angle. It was reported that on (B)(6) 2022. The patient presented with grade 4+ functional mitral regurgitation (mr). The mitraclip xtw was advanced and positioned on the leaflets. Leaflet insertion was checked and establishment of final arm angle (efaa) was checked; however, the lock failed, and the clip opened. Troubleshooting was attempted and the clip opened again, so the clip was inverted and removed. Another xtw was implanted without issue, completing the procedure and reducing mr to grade 1. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.